Event description:
A patient reported blood glucose results of "501 mg/dl, 201 mg/dl, and 315 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips are being replaced.